Manufacturer narrative:
Updated data: d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year, 7 months, and 2 weeks following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized due to an infection. Magnetic resonance imaging revealed that the infection was near the valve. An explant of the valve has been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which changed the context of this event. The patient developed an oral infection that led to infective endocarditis more than one and a half years after the valve implant procedure. Insufficient information received to reasonably suggest that the device caused/contributed to a reportable event. The infection originated in the patient's mouth, not from the medtronic valve. Valid scientific evidence supports no valve-related cause for endocarditis where implant time exceeds two months. Ref: 21 cfr 803.20 (c) (2), and interventional and surgical cardiovascular pathology, isbn 0-7216-2457-x, p. 38 and p. 142. Additional information received shows there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b1. A reportable adverse event did not occur. B5. A third paragraph was added. D6b. Explant date was updated. H6. Patient codes, eval code result, and eval code conclusion. Additional code. The annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year, 7 months, and 2 weeks following the implant of this transcatheter bioprosthetic pulmonary valve, the patient was hospitalized due to an infection. Magnetic resonance imaging revealed that the infection was near the valve. An explant of the valve has been scheduled. No additional adverse patient effects were reported. Additional information was received that methicillin-susceptible staphylococcus aureus (mssa) was the organism cultured, and vegetation was observed near the valve on echocardiogram. It was further reported that the patient had dental work that could have been the cause. Additional information was received to clarify the information related to the source of the infection. The patient had dental work performed to treat diseased gingiva which included an incision and drainage from an advanced infection by mssa. The infection was resistant to antibiotic medication and led to infective endocarditis. One year, seven and a half months following valve implant, the patient was re-hospitalized and underwent surgery to repair the right ventricular outflow tract. The following day, the medtronic valve was explanted and replaced with a different valve (model and manufacturer unknown). In addition, lavage and tricuspid valve repair were performed. Seventeen days after explant, the patient was reported to be recovered.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that methicillin-susceptible staphylococcus aureus (mssa) was the organism cultured, and vegetation was observed near the valve on echocardiogram. It was further reported that the patient had dental work that could have been the cause.